Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. Visual analysis of the lead indicated damage at implant. The analysis noted that visual inspection found that there was two small cuts on the lead body, and that allows blood ingress on the proximal conductor. The lead was full of blood, along lead length. Due to the length of implant, and with the large volume of blood ingress on proximal conductor leads us to conclude that the extrinsic insulation breach which was observed during analysis occurred at implant, and the insulation breach is likely the cause for the electrical complaint of high threshold. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and caused high output thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.